Event description:
Scratched - mouth [mouth injury]. Scratched - cheek- face [scratch]. Pain - cheek- face- skin [pain of skin]. Pain - lips [lip pain]. Pin at the handle where you put the head has come off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Pin was very short - oral-b [device physical property issue]. Case narrative: female consumer via phone reported that the oral-b toothbrush head was loose on the oral-b pro 1 toothbrush handle, type 3766. The pin was short on the handle, and it came off while she was brushing her teeth causing her to scratch her mouth and cheek on the metal piece. This also caused cheek and lip pain. No serious injury was reported. On (B)(6) 2024 via image: the suspect product lot number was 2bb94560455. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Scratched - mouth [mouth injury], scratched - cheek- face [scratch], pain - cheek- face- skin [pain of skin] , pain - lips [lip pain] , pin at the handle where you put the head has come off - oral-b [device breakage] , brush head is loose - oral-b [device connection issue] , pin was very short - oral-b [device physical property issue] . Case narrative: female consumer via phone reported that the oral-b toothbrush head was loose on the oral-b pro 1 toothbrush handle, type 3766. The pin was short on the handle, and it came off while she was brushing her teeth causing her to scratch her mouth and cheek on the metal piece. This also caused cheek and lip pain. No serious injury was reported. 15-oct-2024 via image: the suspect product lot number was 2bb94560455. No serious injury was reported.

Manufacturer narrative:
06-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.